Event description:
Consumer called to report meter not reading accurately. Family member thought she was acting strange and was sweating. Called 911 for assistance, paramedics meter reading was 20.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.